Event description:
It was reported that the device exhibited a non-sustained right ventricular (rv) oversensing episode. Further review noted that the cause was due to intermittent loss of biventricular capture. It was suggested to check capture thresholds to ensure that they are appropriate. No reported patient symptoms.

Manufacturer narrative:
Further information was requested but not received.